Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2026-00159 - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient was hospitalized on (B)(6) 2026 due to infusion flow block issues leading to hyperglycemia. The patient was treated by replacing the infusion sets and successfully resumed insulin delivery. No further information available.